Event description:
Customer reporting no reactivity with a pt sample confirmed to have an anti-jk(b) against vs185. The customer indicated that the sample showed a 2+ reaction against vs185 cell I (fay+b-, jka-b+). The sample was tested against vra115. The fay+b- cells reacted (2+). The sample was sent to their reference laboratory. The customer reports that anti-fy(a) and anti-jk(b) were identified using peg as an enhancement. Customer stated no reports of any discrepancies with any other pts or with qc testing. No erroneous results were reported. No death or serious injury was associated with this incident.